Manufacturer narrative:
Follow-up #1: date of submission 04-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 28-mar-2018 with the following findings: during investigation, the keypad was intact, and all keys responded appropriately. The keypad cover was removed to find no contamination under the key contacts. No button contact defects were observed. The pump cover was removed to find no evidence of internal moisture. The keypad latch was found to be fully closed. No damage to the keypad flex was observed. The complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged the ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.